Manufacturer narrative:
Additional procode: hwc, ktt. Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a j&j employee. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2020, 3 plates were stripped, and locking screws did not lock into the plates. The plates in question were 4.5mm broad lcp® plate 9 holes/170mm, 4.5mm broad lcp® plate 10 holes/188mm, and 4.5mm broad lcp® plate 11 holes/206mm. The procedure was completed using another set of implants. There was a surgical delay of 5 minutes. The procedure outcome was unknown. There was no patient consequence. Concomitant devices reported: unknown locking screws (part# unknown, lot# unknown, quantity# unknown). This report is for 1 4.5mm broad lcp® plate 11 holes/206mm. This is report 3 of 3 for (B)(4).